Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed tool damage and sliced silicone overmold on the top and bottom covers, electrode lead and a missing electrode ground ring. In addition, the electrode was severed. These anomalies are believed to have occurred during revision surgery. The photographic imaging inspection confirmed severed electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced no auditory response to stimulation despite device testing being within normal limits. Programming adjustments were made, however, the issue did not resolve. The recipient presented with facial nerve stimulation. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.